Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0902 captures the reportable event of reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilatation procedure performed on an unknown date. During the procedure, the gauge did not move at all as the balloon was inflated. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.